Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of viral infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of covid-19 infection, deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm® volux¿ in mandibular angle and contour. Patient concomitantly takes finasteride® 1 mg. Approximately one month later, patient had a covid-19 infection, deemed not related to the device, and experienced edema at injection site during the infection. Two weeks later, the edema resolved on its own.